Manufacturer narrative:
Device was returned to MFR and has been analyzed as follows: device received is consitent with another product of MFR and not product originally reported by facility which was a repair kit. Device catheter was received in two (2) segments, a 13 3/4" (with cuff) and a loose segment 6 1/2" long. 13 3/4" (with cuff) segment showed evidence of "pinch-off"/catheter shear at distal end. Characteristics of catheter shear were also found on one end of 6 1/2" loose segment. These areas appeared compressed and unevenly cut. Both segments were patent. While pressure testing 13 3/4" segment it popped in two (2) areas (just proximal to cuff and 2" from distal end) at 40-45psi with air. Remainder of this segment of catheter and 6 1/2" segment withstood a pressure of 60psi with air and fluid (note: areas which popped at 40-45psi were not damaged prior to popping. Specification for this catheter is rated to 25psi, which is well below pressure it popped at (40-45psi). In additon, device instructions for use stat customer should "never exceed 25psi pressure in device"). A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A lot number for device is not known; therefore, a review of device history record was not possible. Based on info available and results of MFR's analysis of device, report of a "complete circumferential break in catheter" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused damage found during MFR's analysis of device. Adverse incident center and MFR's distributor have been sent an article exclusive to "pinch-off sign" and MFR's instructions for use" for their review. No further details are available. Customer will be notified of MFR's findings. MFR is now closing file on this event.

Event description:
On 3/4/97, the MFR's international distributor informed the MFR via fax of the following incident reported to them by the manager, adverse incident centre, medical device agency: the device was implanted on 12/9/96, for treatment of mestastic colonic malignancy. The device was inserted via a left subclavian approach. The position of the device catheter was checked using an image intensifier, blood was easily aspirated and the device catheter flushed with minimal resistance with saline. Later that day (12/9/96), a chest x-ray confirmed the correct placement of the device catheter. When the device catheter was used for treatment it was noted that it was difficult to flush, but that if the pt abducted the left arm, flushing was possible. Two courses of chemotherapy were administered using electronic pumps over 48 hours. The first course taking 24 hours longer than expected. On 1/20/97, the pt experienced pain in the region of his left shoulder when the device catheter was flushed, which subsided when the flushing was completed. This was not reported to anyone at this time. When the device line was flushed again on 1/26/97, the same pain was experienced and on this occasion saline was seen to be coming out of the end of the subcutaneous tunnel. The pt contacted the clinician in charge of his care and it was arranged for him to come into the hospital on 1/28/97, the line was flushed with contrast medium under x-ray control and extravasation of the dye was seen in the left infraclavicular region. On 1/28/97, the device catheter was removed with no force and slid out easily, revealing a complete circumferential break in the device catheter. The image intensifier screening revealed the distal 16-17 cm of the device catheter in the right atrium. The feeling at that time was that the device catheter must have ruptured some time between 1/8/97, when the pt last had chemotherapy and 1/20/97, when he first experienced pain in the left shoulder region. Upon reviewing the x-ray films from the screening on 1/27/97. It was clear that the catheter was ruptured at that time, and that it did not happen when the catheter was removed. On 1/29/97, the distal piece of the device catheter in the right atrium was removed by a radiologist under x-ray control via the right femoral vein. The pt was discharged home later that day (1/29/97). No further details were provided at this time.